Event description:
Customer reported receiving inaccurate readings on their blood glucose monitor. Customer reported receiving a reading of 68mg/dl compared to a lab reading of 33mg/dl within 10 mins. The results, when plotted on a parkes error grid, fell into the `c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval.